Manufacturer narrative:
Concomitant products: secondary set; pri tubing; sec tubing. The customer¿s report of an overinfusion was not confirmed. Only the device logs and customer dataset were received for investigation. The pcu event log shows that the pump module was programmed to infuse at 38ml/hr with a vtbi of 80ml at 1:12 pm on (B)(6) 2018. At 2:27 pm, the device was programmed to infuse at 38ml/hr with a vtbi of 80ml. At 4:27 pm, the device was programmed to infuse at 26ml/hr with a vtbi of 80ml. At 7:32 pm, the infusion completed and the device transitioned to kvo at 20ml/hr. The user then programmed it to infuse at 26ml/hr with a vtbi of 80ml. At 10:37 pm, the infusion completed and the device transitioned to kvo at 20ml/hr. At 10:38 pm, the device was programmed to run at 26ml/hr with a vtbi of 32ml. At 11:42 pm, the device was programmed to run at 26ml/hr with a vtbi of 32ml. At 12:14 am on (B)(6) 2018, the device was programmed to run at 26ml/hr with a vtbi of 32ml. At 1:00 am, the device was programmed to run at 26ml/hr with a vtbi of 13ml. At 1:12 am, the device was paused and then subsequently channeled off. The root cause of the reported overinfusion was not identified. The device was running at 26 ml/hr at the reported incident time and no secondary infusion was found to have been programmed in the event log.

Event description:
The customer reported after an unspecified secondary antibiotic was completed at 0100, the user then restarted the primary infusion of d5 1/2 ns with 20kcl at a rate of 26 ml/hr for 2 hrs. It was reported that after 30 minutes the device was displaying 17ml remaining; after reprogramming the device a second time the device continue to display 17 ml. The user estimated that the patient was receiving 35 to 37 ml/hr as opposed to the programmed rate of 26 ml/hr. There was no report of patient harm.

Manufacturer narrative:
The pump module was received. Physical inspection showed only slightly dull iui connectors. Functional testing was performed and showed the device to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.